Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving bupivacaine (5 mg/ml at 1.5205 mg/day) and hydromorphone (10 mg/ml at 3.04 mg/day) via an implantable pump for spinal pain. It was reported that the patient had a motor stall and tube set alarm on (B)(6) 2022. The motor stall was still active. It was reviewed that the pump would need to be tested to determine the cause of the motor stall. Withdrawal was reported. Of note, the patient did not recently have an MRI.